Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient calls to say his spirit combo pump has error e8 and he can't remove it from the screen; button is non-functional. Pump requested for investigation. No adverse event alleged.